Event description:
It was requested that the patient had a revision surgery to replace an ambicor penile prosthesis(app) due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Allegation related to device malfunction was reported. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had a fold in cylinder body. The front tip of cylinder 1 observed to be deflated; no leak was found. Cylinder 2 has broken fabric threads and bulging in cylinder body; no leak was found. The kink resistance tubing (krt) was worn to the filament; no leak was found. No damage was identified in relation to the pump. The identified broken fabric treads with bulging in cylinder 2 is the most probable cause of the reported events. Product analysis confirmed device malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was requested that the patient had a revision surgery to replace an ambicor penile prosthesis (app) due to unspecified reasons. A patient outcome was not reported.